Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that pocket erosion was observed and the physician explanted and replaced the device. The patient was stable post procedure.

Manufacturer narrative:
Additional information - analysis was normal. No anomalies found.